Manufacturer narrative:
Product analysis: analysis could not confirm the customer comment that the programmer was unable to complete interrogation. However, there were cracked solder joints on the radiofrequency head connector and the link electronic module (lem) printed circuit board (pcb) was replaced. Additionally, it was found that the overlay had many surface nicks in lower right corner, and the cursor was unresponsive with the stylus in this area. The overlay/bezel assembly was replaced and stylus was calibrated. The hard drive was upgraded and reconfigured. The software was replaced and updated. The programmer then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The product has been returned for service, and subsequently, tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.